Event description:
Pt presented with broken tibial stem, which was originally implanted in 1997. A pediatric prosthesis was implanted as a child, which due to sarcoma required numerous revisions. The most recent broken tibial stem was probably due to her overweight status, which caused a increased stress and "load", resulting in metal fatigue.